Event description:
Provider states right motor intermittently working. In speaking with the reporter, it was learned that no harm had occurred. Technical services was contacted for assistance with the motor due to a possible electronic malfunction. No further information has been received. Any further update will be filed in a supplemental report. It appears the event is resolved.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.